Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11368. It was reported the pt had a frequent recharge burden. In addition, the pt had fallen asleep while charging her ipg and had received a burn over the ipg site. The pt stated it did not blister, and it did not scar the area. Follow up identified the pt was now using the belt to charge and was not charging while sleeping. It was reported the pt was to be scheduled for surgical intervention due to the frequent recharge burden of the ipg.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.